Manufacturer narrative:
Siemens factory experts analyzed the images generated during the examination. No abnormality was found, the unit was found to be within specifications. Two body 18 mr coils were returned by the customer for further investigation as the customer did not know which coil was used during the procedure. Both coils were analyzed by siemens engineering department. No visual damages were determined and no technical defects were found on the coils which could explain the described burns. The factory experts state: "we can only speculate that the burns were caused by electrically conductive material on the thighs or due to an rf current loop." The root cause of the reported burns on the patient's thighs could not be determined. (B)(4).

Event description:
It was reported that a male patient received burns on the front of both upper thighs. The patient was undergoing a pelvis exam using a body flex coil on the magnetom aera system. The patient pressed the squeeze ball during the procedure to notify the operator about discomfort. The exam was stopped and the operator checked on the patient before proceeding with the scan. On the second day after the procedure the patient noticed the two burns on the upper thighs similar to an underwear line. It was confirmed that during the scan the patient was wearing a hospital gown and underwear made of 97% cotton and 7% elastic. The patient was examined by a physician at the facility, who evaluated the burns as superficial. The patient was prescribed pain killers (ketoprofen). The patient did not return the facility for a follow-up. The reported event occurred in chile.